Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal canal stenosis, spondylolisthesis at l5 and underwent posterior lumbar interbody fusion at l4/s1. During the surgery, after final tightening, the base of the tab was deformed when breaking off tab extender. After breaking off all the tabs, when checking the number of tabs, because the tab could not be taken from the extender,it was found that the tab was deformed like twisting. The product came in contact with the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and optical review confirmed the instrument is bent near the start of the mas tab retention area. The nature of the deformation is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.